Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) upon power up at the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump an error 345 was not reproduced. A review of the event history log revealed constant occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor . The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.